Event description:
The customer reports that the lancet protruded past the cap after firing the lancet device. No actions taken or treatment rendered. No accidental stick or adverse event reported. New lancet device with lancets sent and return requested.